Manufacturer narrative:
Concomitant products: zfen-p2-26-124, zfen-d-20-62-76. (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that complications occurred during deployment not related to the graft. The imaging system in the operating suite malfunctioned and couldn¿t be repaired. A secondary (reportedly inferior) mobile imaging system was brought into the operating suite and the case continued with many difficulties associated with poor imaging. The renal stents could not be ballooned due to the amount of time delay brought on by the imaging issues. At the end of the procedure and on the post-operative CT scan, done the next day, a large endoleak was noted, but its origins are uncertain. It was reported the doctor is suspicious of a type 3 or 4 leak. A follow up CT showed the endoleak had reduced. On (B)(6) 2018, the doctor informed a cook representative that the patient has passed away due to complications of his leukemia. His body produced a massive white cell surge which swamped his body and within 12 hours had complete major organ failure.

Manufacturer narrative:
Investigation/evaluation: the zenith flex with spiral-z technology aaa endovascular graft iliac leg was not returned for an evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. A review of the device history records, instructions for use, and quality control data was conducted. A postoperative computerized tomography (CT) scan study was provided for review. The CT study, dated on (B)(6) 2018, is reportedly from the day following the procedure. The study images the abdomen and part of the pelvis and is of very poor quality. The review is based only on axial, coronal, and sagittal views as planar reconstruction cannot be performed on this data set. The proximal zfen device covers the visceral aortic segment with patent celiac and superior mesenteric arteries. Bilateral renal stents extend from within the zfen lumen into the respective renal arteries. Perfusion through the stents cannot be clearly assessed. The overlap length with the distal zfen component is not well assessed. Bilateral zsle legs extend from the distal bifurcated device into the common iliac arteries. There appears to be adequate overlap proximally in the bifurcated device limbs and adequate seal length distally in the common iliac arteries. There is a large endoleak filling nearly the entire abdominal aortic aneurysm (aaa) sac. This is likely a type 1 or type 3 endoleak. Due to poor image quality, the source of this cannot be determined. Impressions of the imaging reviewer: following repair of a juxtarenal aaa with a zfen device and bilateral zsle legs, there is a large endoleak visualized on postoperative day 1. Based on the size of the endoleak and patient anatomy, this is most likely a type 1 or type 3 endoleak related to the zfen segment. It is unlikely to be related to the zsle legs as they appear to have adequate proximal and distal seal zones. However, due to poor image quality, the source cannot be determined. It is noted from the complaint report that the operator had significant difficulty with deployment and evaluation at the time of repair due to technical issues with the imaging equipment. The imaging review confirms the endoleak (although the imaging reviewer cannot determine if it is a type I or type 3). The imaging reviewer also suggests the endoleak is not related to the zsle-20-74-zt but instead to the zfen. The patient had a zfen-p2-26-124 and zfen-d-20-62-76. Furthermore, the imaging reviewer confirms the poor quality of the imaging which the complainant attributes to difficulty with placing the device. The IFU states, ¿appropriate procedural imaging is required to successfully position the zenith spiral-z aaa iliac leg and assure accurate apposition to the vessel wall.¿ there is no evidence to suggest any causal relationship between the zfen-p2-26-124, zfen-d-20-62-76 and/or zsle-20-74-zt and the patient¿s death. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Review of the device history record could not be performed as the lot number of the device was not provided. Based on information provided by the image review and the customer, a type 1b endoleak or a type 3b endoleak may have likely been the endoleak seen in the images. The image review also notes that it is unlikely that the endoleak originated from the zsle as it appears to have adequate proximal and distal seal zones. However, due to poor image quality, the source cannot be confirmed. Possible causes for a type 1b endoleak are incorrect sizing, improper deployment procedure, disease progression, and irregular patient anatomy. The image review noted that the zsle appeared to have adequate proximal and distal seal zones. This would have made a type 1b endoleak unlikely. Disease progression would not have been a factor as this occurred during the implant procedure. No significant tortuosity was noted by the physician. Incorrect sizing of the zsle is unlikely to have occurred as adequate seal zones were noted. Possible causes for a type 3b endoleak are calcification in the patient anatomy, incorrect suturing technique, high blood pressure due to anatomy or outflow limitation, and/or aggressive anticoagulation use. Calcification was noted in the walls of the aorta. This would not have affected the zsle as the calcification was seen in the proximal seal zone of the fenestrated graft. There is no evidence to suggest that an incorrect suturing technique was used during production of the graft. Hypertension was not reported as a pre-existing condition. Outflow limitation was not noted by the physician or the imaging reviewer. Aggressive anticoagulation was not reported. Based on the information provided and the image review, a definitive cause for the endoleak could not be established. There is no evidence to suggest that the product was not manufactured to specification. Patient death was reported with this complaint but is not related to this device. The physician reported multiple organ failure after a surge of white blood cells occurred as a complication of the patient's leukemia. This was reported to have happened about 13 days post-procedure. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation/evaluation: the zenith flex with spiral-z technology aaa endovascular graft iliac leg was not returned for an evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. A review of the device history records, instructions for use, and quality control data was conducted. A postoperative computerized tomography (CT) scan study was provided for review. The CT study, dated on (B)(6) 2018, is reportedly from the day following the procedure. The study images the abdomen and part of the pelvis and is of very poor quality. The review is based only on axial, coronal, and sagittal views as planar reconstruction cannot be performed on this data set. The proximal zfen device covers the visceral aortic segment with patent celiac and superior mesenteric arteries. Bilateral renal stents extend from within the zfen lumen into the respective renal arteries. Perfusion through the stents cannot be clearly assessed. The overlap length with the distal zfen component is not well assessed. Bilateral zsle legs extend from the distal bifurcated device into the common iliac arteries. There appears to be adequate overlap proximally in the bifurcated device limbs and adequate seal length distally in the common iliac arteries. There is a large endoleak filling nearly the entire abdominal aortic aneurysm (aaa) sac. This is likely a type 1 or type 3 endoleak. Due to poor image quality, the source of this cannot be determined. Impressions of the imaging reviewer: following repair of a juxtarenal aaa with a zfen device and bilateral zsle legs, there is a large endoleak visualized on postoperative day 1. Based on the size of the endoleak and patient anatomy, this is most likely a type 1 or type 3 endoleak related to the zfen segment. It is unlikely to be related to the zsle legs as they appear to have adequate proximal and distal seal zones. However, due to poor image quality, the source cannot be determined. It is noted from the complaint report that the operator had significant difficulty with deployment and evaluation at the time of repair due to technical issues with the imaging equipment. The imaging review confirms the endoleak (although the imaging reviewer cannot determine if it is a type I or type 3). The imaging reviewer also suggests the endoleak is not related to the zsle-20-74-zt but instead to the zfen. The patient had a zfen-p2-26-124 and zfen-d-20-62-76. Furthermore, the imaging reviewer confirms the poor quality of the imaging which the complainant attributes to difficulty with placing the device. The IFU states, ¿appropriate procedural imaging is required to successfully position the zenith spiral-z aaa iliac leg and assure accurate apposition to the vessel wall.¿ there is no evidence to suggest any causal relationship between the zfen-p2-26-124, zfen-d-20-62-76 and/or zsle-20-74-zt and the patient¿s death. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Review of the device history record could not be performed as the lot number of the device was not provided. Based on information provided by the image review and the customer, a type 1b endoleak or a type 3b endoleak may have likely been the endoleak seen in the images. The image review also notes that it is unlikely that the endoleak originated from the zsle as it appears to have adequate proximal and distal seal zones. However, due to poor image quality, the source cannot be confirmed. Possible causes for a type 1b endoleak are incorrect sizing, improper deployment procedure, disease progression, and irregular patient anatomy. The image review noted that the zsle appeared to have adequate proximal and distal seal zones. This would have made a type 1b endoleak unlikely. Disease progression would not have been a factor as this occurred during the implant procedure. No significant tortuosity was noted by the physician. Incorrect sizing of the zsle is unlikely to have occurred as adequate seal zones were noted. Possible causes for a type 3b endoleak are calcification in the patient anatomy, incorrect suturing technique, high blood pressure due to anatomy or outflow limitation, and/or aggressive anticoagulation use. Calcification was noted in the walls of the aorta. This would not have affected the zsle as the calcification was seen in the proximal seal zone of the fenestrated graft. There is no evidence to suggest that an incorrect suturing technique was used during production of the graft. Hypertension was not reported as a pre-existing condition. Outflow limitation was not noted by the physician or the imaging reviewer. Aggressive anticoagulation was not reported. Based on the information provided and the image review, a definitive cause for the endoleak could not be established. There is no evidence to suggest that the product was not manufactured to specification. Patient death was reported with this complaint but is not related to this device. The physician reported multiple organ failure after a surge of white blood cells occurred as a complication of the patient's leukemia. This was reported to have happened about 13 days post-procedure. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.